Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient had an impella 5.5 pump implanted as a bridge to transplant exhibited arrhythmic storm. The storm put the transplant on hold. The patient expired.